Event description:
It was reported "new device opened and used for procedure upon insertion of sheath and dilator into patient's body dilator broke again as previous one did at connection point between soft and hard plastics". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2024-00841.

Manufacturer narrative:
Qn # (B)(4). The customer returned one cath-lab sheath with dilator assembly for investigation. The dilator was located inside the cath-lab sheath. No obvious signs of use were observed. Visual examination confirmed that the dilator hub was completely separated from the dilator body. The hub was returned. The separation points were rough, discolored and contained signs of torquing. No other defects or anomalies were observed. The total length of the dilator body measured 12 11/16", which is within the specifications of 12 1/2"-13" per the product drawing. The dilator outer diameter measured 0.1356", which is within the specification limits of 0.1350"-0.1380" per the dilator extrusion product drawing. The dilator inner diameter (at the point of separation) measured 0.045", which is within the specification limits of 0.043"-0.046" per the dilator extrusion product drawing. Functional inspection was performed to recreate the product's intended use. The IFU provided with the kit states: "ensure dilator hub fully snaps into sheath cap." "Holding sheath in place, remove spring-wire guide and dilator." The dilator was advanced through both the proximal and distal ends of the returned cath-lab sheath. Little to no resistance was observed. The dilator hub was able to independently snap into the hemostasis cap. A device history record review was performed, and no relevant findings were found. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer report of a separated dilator hub was confirmed through complaint investigation. The dilator body was separated directly adjacent to the hub. The material at the point of separation was rough, showed white discoloration, and contained signs of torquing. A CAPA has been previously initiated for this issue. The CAPA investigation indicates the root cause is a design issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.